Manufacturer narrative:
Product complaint #:(B)(4). H6. Component code: g07002 ¿ no conclusion additional information was requested, and the following was obtained: ¿ which part of the packaging was damaged: shipping box, internal packaging, etc.? Internal packaging ¿ was the sterility of the device compromised? Yes the following information was requested, but unavailable: ¿ do you believe this is a result of damage during shipping, or a manufacturing error? ¿ please describe the sterile packaging: ¿ were there any issues with the seal of the sterile packaging? ¿ are there any tears/holes in the sterile packaging? Investigation summary ==> the product was returned to ethicon for evaluation. One device outside its packaging was received for analysis. The product code is 3023sp. Additionally, a photo was provided and it showed a device inside a foil packet. Upon initial observation of the sample, there were no immediately recognizable visual deformities on the exterior of the device. The device was without powder and the valve to open the reservoir was placed in the closed position. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable hemostat was used. When opening the product, the outer package (outbag) was damaged, and the powder was leakage. No adverse patient consequences were reported. Additional information was requested